Event description:
It was reported that a right atrial (ra) lead had dislodged. A procedure was done to reposition the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: model: 5076-52, lead; implant: 2014-(B)(6). (B)(4).